Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and high blood glucose level. The customer's blood glucose level was 29.2 mmol/l. The customer had been using the insulin pump system within 48 hours of high blood glucose level. They experienced dizziness, blurred and nauseous. They treated high blood glucose level with insulin pump bolus. The insulin pump was not alleged for under delivery. The insulin pump was on auto mode at the time of incident. They also reported that the battery of the insulin pump was not replaced on time and the insulin pump went off. They did not receive low battery alarm on the insulin pump. The insulin pump will not be returned for analysis.